Event description:
Further information was received indicating that the painful stimulation was not related to the implant procedure or stimulation/device.

Event description:
The patient experienced painful, continuous stimulation. No other relevant information has been received to date.